Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Updating MDR due to non-reportable misuse. Complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2024-179173 was reported in error, please disregard the initial reporting of this event as this event has now been deemed not reportable.